Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced low blood glucose of 51mg/dl. Customer stated that they received alert for no calibration occurred or blood glucose not received. Insulin pump will not be returned for analysis.